Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the inspection, the user stated that the adapter was damaged, during the last reload while on a case, he states that while removing the last load. The technician mishandled the device by twisting the two arrows and detaching the load, they just yanked it off damaged the internal shaft on the adapter. To complete the case a new adapter was used. There was no patient injury.